Event description:
(B)(4). Weight gain, painful periods, cramps all the time, pain in my abdomen, b12 deficiency, numbness in arms, fingers. Rashes, acne full body, unregular periods, constipation, hard bowel movements that cause bleeding.